Event description:
It was reported that bd insyte autog bc catheter tip is frayed. The following information was provided by the initial reporter: catheter tip frayed. Nurse noted on multiple catheters from same lot customer responded on 12-jun here is what was relayed to me from incident. There does not seem to be harm to the patient. The plastic catheter is frayed at the tip. When nurses are trying to advance the catheter into the vein, it meets resistance, not advancing smoothly as it should.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of a damaged catheter tip could not be confirmed from the two 20g insyte autoguard IV catheters that were provided for investigation. A microscopic examination of the returned samples revealed that the tips were acceptable per the visual standard. A functional test of the IV catheters revealed no breaches in the tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.